Event description:
It was reported to philips that the system was frozen and could not be used. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing cardiac surgery which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was frozen and could not be used. Upon functional testing, the fse analyzed the system logs and found that there was an error. To resolve the reported issue, the fse rebooted the system and as a precaution the fse reloaded the software on the flex vision, performed tube adaptation and edl verification. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.